Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument suddenly moved uncontrollably. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was not related to the reported complaint of uncontrolled motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.